Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the jet-channel was found to be blocked by foreign matter of an unknown origin. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 17 years since the subject device was manufactured. Based on the investigation results, we presume that reprocessing was not conducted properly due to leakage from mouthpiece pin in electrical connector unit. Subsequently, the material was not possibly eliminated. It was confirmed that there was a foreign object clogged in the secondary water supply channel, but the foreign object could not be identified. The root cause of the foreign matter remaining on the device could not be identified. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.